Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref:3 005334138-2018-0313, 2030404-2018-00065, 3005334138-2018-00317. Following an atrial fibrillation ablation procedure, a pericardial effusion was noted. During ablation of the left atrium, the patient became hypotensive and a pericardial effusion was noted via echocardiogram and fluoroscopy. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.